Event description:
It was reported that the patient had a full replacement due to high impedance. The explanted devices have not been received for analysis to date. No additional relevant information has been received to date.

Event description:
Information was received that the surgeon was intending to only do a lead revision, but they decided to do a full revision while the patient was on the table for prophylactic reasons. The explanted lead was not fully removed because the patient had so much scar tissue. The explanted lead has not been received for analysis to date.